Event description:
Affiliate reported a low or occluded flow through the valve. Also included are sections of the bactiseal catheter from above and below the valve.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.